Manufacturer narrative:
Evaluation of the patient¿s extracted log files did not confirm an esd event. Additional analysis of the log files confirmed low flow events; however, no device-related issues were discovered during the evaluation of the device and the cause of the low flow events could not conclusively be determined. The device was returned assembled with the pump cable severed approximately 5.5" from the pump housing. The remainder of the pump cable and modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow bend relief was cut approximately 1¿ from the outflow graft hardware. The apical cuff was returned disengaged from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. For a few months, the patient experienced electrical discharge. The defibrillator was examined and was functioning as intended. The cause of the electrical discharge in the thorax was undetermined. The patient was on recovery protocol and the heartmate 3 lvas was explanted on (B)(6) 2018 due to signs of recovery. No further information was provided.